Event description:
Patient stated that he was the driver in a single-car auto accident due to low blood glucose levels of 22 mg/dl. Paramedics responded to the scene and treated patient, but he signed a waiver refusing hospitalization. Patient stated that he had been experiencing fluctuating blood glucose levels that day and had been treating with glucose tablets. Blood glucose level was 197 mg/dl at time of the call. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.